Event description:
The customer contact reported when the drug library was pushed at the user facility the device displayed a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device displayed a whitescreen error. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.